Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during transfemoral tavr with a 29 mm sapien 3 valve in the aortic position, upon removal of the delivery system, it was noted on fluoroscopy that the balloon was outside the sheath and the marker band was possibly dislodged from the sheath.  The balloon was pulled back into the sheath and the devices were successfully removed as a unit with no vascular injury.  A review of the picture received showed the sheath shaft liner was delaminated and the marker band appears to be partially attached to the sheath liner.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update section d10, f10, and h3. The sheath was returned after use to edwards lifesciences for evaluation.  Review of the images provided showed the following:  the liner of the sheath delaminated; the insertion marker almost completely separated from the sheath tip.  Visual inspection of the returned device showed the following:  the liner delamination was returned co-linear with balloon shape; the sheath liner delaminated 6¿ from distal tip; a kink was found approximately 3.5¿ from the distal tip; three stress marks near the kink ¿ two distal and one proximal to the kink; the insertion marker was loosely attached to the sheath liner; there are no visible liner tears, scratches, or distal tip damage. Due to the nature of the complaint, no functional testing or dimensional analysis were conducted. The complaints were confirmed visually. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  The esheath final assemblies were 100% visually inspected by both manufacturing and quality for any abnormalities. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. All testing passed specifications.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints for sheath distal tip separated marker, liner delamination, or kinked/bent.  A review of complaint history from september 2018 to august 2019 revealed additional returned similar complaints for the esheath (all models).  The complaints were confirmed. However, no labeling inadequacies and no manufacturing non-conformances were identified during the evaluations.  A review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limit for the trend categories. The complaints for sheath distal tip ¿ separated marker, liner delamination, and sheath shaft kinked, bent were confirmed based on imagery review and visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A review of IFU/training materials revealed no deficiencies. Per report, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. The patient¿s anatomical information is unknown. As noted, the patient¿s mld, degree of calcification, and tortuosity are to be confirmed. While it is unable to be confirmed due to lack of relevant imagery, tortuous vasculature can be a difficult pathway to insert and withdrawal both the sheath and the delivery system. Withdrawal of the delivery system in challenging anatomy may have led to non-coaxial withdrawal of the delivery system. As such, the balloon catching on the liner due to non-coaxial withdrawal can result in delamination. As reported, ¿after some careful re-positioning the balloon was pulled back into the sheath.¿ the delivery system was caught, which required additional force and excessive manipulation to retrieve it. Such force and manipulation likely resulted in the subsequent kinking of the sheath and separation of the marker. Additionally, incomplete deflation of the balloon may have left residual fluid in the balloon after valve deployment. Such residual fluid can create a larger profile that may increase withdrawal force/resistance and potentially lead to liner delamination and subsequent separation of the marker. While a definitive root cause is unable to be confirmed, available information suggests that patient (tortuosity) and/or procedural (residual fluid/non-co-axial withdrawal/excessive force and manipulation) factors may have contributed to the reported complaint events. Since no product nonconformance was confirmed, no IFU/training deficiencies were identified, and the occurrence rates did not exceed the complaint control limits, a corrective/preventive action and a product risk assessment (pra) escalations are not required.